Event description:
Event description guidant received information that after being implanted for five days, this pacmaker and right ventricular lead exhibited loss of capture. Evaluation of the lead revealed high threhsolds of 4.0v. During the revision procedure, the device was removed and lead was tested through the pacing system analyzer, yielding a threshold of 1.0v. The device was then carefully connected to the lead to ensure proper connection. Measurements were again obtained through the device, revealing a threshold of 4.0v. Due to these elevated threshold measurements, the decision was made to remove and replace the device.